Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. The reporter stated that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings:the keypad was found to be intact; no lifting or damage was observed. During testing, the complaint of unresponsive keypad buttons and the frozen screen was not duplicated. All of the keypad buttons responded appropriately and were functional. The buttons had normal spring back and click. There was no evidence of contamination found on the key contacts. The pump was opened to investigate and no issues found with the display flex or connector. The display flex was firmly seated in connector. No damage was observed to the display, display flex or connector. Further examination revealed that the keypad flex connector latch was not closed. The audio bolus button cover and plug were found to be detached from the pump, exposing the internal contact. Debris was found on the internal components of the pump. An audible alarm reading was not unable to be obtained due to the damaged bolus button.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.